Event description:
Medtronic received info that this bioprosthetic valve, implanted 1 1/2 yrs, was explanted due to stenosis noted by echocardiogram.

Manufacturer narrative:
(B) (4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record (DHR) of this device was reviewed to find no issues that would have impacted this event. Without product return, a thorough investigation could not be completed, and the underlying root cause could not be determined. Should the product be returned, a f/u report will be submitted.